Event description:
Same case as MDR ID # 2134265-2012-06702. It was reported that during a percutaneous coronary intervention (pci) procedure, froze on wire occurred. The 80% stenosed, 3 cm long, target lesion was located in the non-calcified and mildly tortuous left upper arm fistula. The 10.0 x 40, 75 cm charger balloon catheter was inflated twice and then was unable to come off a guide wire. The balloon catheter was pulled "with great difficulty" and it broke free. The balloon catheter was finally removed. Another of the same device was used to continue the procedure. Then the 8.00 mm/2.0 cm/90 cm otw 2 cm peripheral cutting balloon was inserted into a 7fr unspecified sheath and then inflated to 20 atms for 202 secs and then 9 atms for 71 secs. When removing the cutting balloon, it was noted that the blades were lifted to a 90% angle. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with a guide wire inserted through the wire lumen of the device. The outer diameter of the wire was measured at 0.034inch. The guide wire could move freely through the wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2012-06702. It was reported that during a percutaneous coronary intervention (pci) procedure, froze on wire occurred. The 80% stenosed, 3cm long, target lesion was located in the non-calcified and mildly tortuous left upper arm fistula. The 10.0 x 40, 75cm charger balloon catheter was inflated twice and then was unable to come off a guide wire. The balloon catheter was pulled "with great difficulty" and it broke free. The balloon catheter was finally removed. Another of the same device was used to continue the procedure. Then the 8.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon was inserted into a 7fr unspecified sheath and then inflated to 20atms for 202secs and then 9atms for 71secs. When removing the cutting balloon, it was noted that the blades were lifted to a 90% angle. No patient complications were reported and the patient status is ok.